Event description:
Procedure: urological/gynecological. According to the reporter: the patient underwent a repair procedure and the patient allegedly experienced pain and injury. Patient has undergone or will undergo corrective surgery or surgeries. Add'l info from importer report: it is reported by the pt's attorney that as a result of having the product implanted, the patient has experienced pain, suffering, disability and impairment.

Manufacturer narrative:
(B)(4). Note: this report corresponds with bard's report number: (B)(4) for a "uretex". Add'l info from importer report: date of this report: (B)(6) 2012, brand name: uretex urethral support system. (B)(4). (B)(6).